Event description:
There was an allegation of questionable results from the coaguchek xs meter. On (B)(6) 2026, the results from the meter were 1.8 inr, 1.7 inr, 1.8 inr, and 2.9 inr. On (B)(6) 2026, the result from the meter was 2.4 inr. The timeframe between the results was not known. The therapeutic range was 2.5 inr to 3.5 inr.

Manufacturer narrative:
The meter serial number was (B)(6). On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The meter and strips have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. E3 - occupation was patient/consumer.